Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. The issue was resolved and the patient's condition improved and is stable.